Event description:
An alarm issue was reported with the adc device. The customer indicated the low glucose alarm did not sound and therefore was not made aware of changing glucose levels. The customer experienced symptoms described as "soft legs/ soft knees or felt like rubber, trembling, was nervous and afraid, cold sweat" and lost consciousness. The customer reported that upon waking up they were able to self-treat with eating cake and drinking a coke. The customer also reported that half an hour later, they experienced a "heart attack" and an emergency doctor was called. The customer was administered an adrenaline injection and the hcp stated "that the body released adrenaline and therefore would have led to it." No further treatment was reported. It should be noted that patients with diabetes are more likely to experience certain risk factors, including hypertension, which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported myocardial infarction. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.